Manufacturer narrative:
Customer had sent the sample to a reference lab who had identified an anti-c using peg/tube (1+). Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the c antigen. Results were satisfactory.